Manufacturer narrative:
The actual device was examined by a quality engineer. The device history records were reviewed and found to be correct and in order. The device was made to specification and passed all final tests and inspections. The actual device showed no signs of manufacturing defect or structural voids in the steel. The area of the jaws that fractured exhibited signs of overstressing by the user. This is a multi-use device. No information was provided as to how many times this device had been re-sterilized. During these procedures, the device may have been dropped or mishandled. A recall of these devices was initiated. The corrective action was to have the steel that the jaws is manufactured from to be heat treated. This makes the jaws more ductile so they will bend prior to fracturing. We consider this investigation complete and the complaint closed.

Event description:
It was reported that, "during a lap chole, one side of the jaw broke off. The piece was retrieved. No pt injury was reported. The procedure was not altered or extended."